Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(6).

Event description:
Please refer to report 0009613350 - 2019 - 00416.

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture.

Manufacturer narrative:
Additional information which was received on jan 9, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D11 - medical product: avenir mller, stem, lateral, uncemented, ha, 2, taper 12/14; catalog no#: 0106010102; lot#: 4015515 durasul, alpha insert, gg/32; catalog no#: 0100013407; lot#: 2584739 allofit alloclassic, shell with polar screw plug, uncemented, 48/gg; catalog no#: 4243; lot#: 2587974. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Investigation is completed.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that 8 years after the right htep the patient experienced a hit in the right hip while sitting and stooping down. Since the event the patient had a recurrent and reproducible clacking noise upon hip flexion. During revision surgery it was found that the implanted sulox head fractured in the upper third of the head. Further, the durasul liner and the allofit shell were worn. Therefore, replacement of the shell, the liner and the head was performed. Review of received data: - x-rays: in total four x-rays have been received: ap hip and axial view right hip, dated (B)(6) 2011: the inclination angle was assessed as 54.5°. Varus curvature of proximal femur. Overall fit and alignment of the implants is appropriate. Ap hip and axial view right hip, dated (B)(6) 2019: these x-rays demonstrate the condition after the revision and are therefore not relevant to the case. - surgical report: the implantation ((B)(6) 2011) as well as the revision ((B)(6) 2019) report has been received. Implantation report, (B)(6) 2011: diagnosis: coxarthrosis right, treatment: htep mis. Description of procedure: ventral approach according to hueter. Opening of the joint and resection of the femoral neck. Incremental reaming of the acetabulum from size 42 to size 48. Trial cup of size 48 has a firm seat, thus a cup of same size is inserted resulting in a good press-fit. Inclination and anteversion are according to anatomical landmarks. Insertion of a polyethylene liner size 32. Display of the femur. Due to varus position of the femoral neck, the osteotomy is performed slightly distally, little above the trochanter minor. Opening and preparation of the femoral canal using a power tool until size 2 (planned size 1). Distance between shoulder of the conus and the trochanter minor is 48 (planned 44). Insertion of an avenir stem size 2 lateral resulting in a good press-fit. Trial reposition with a trial head m does neither show an impingement nor a luxation tendency with maximum outer rotation as well as flexion/ir. Mounting of final head size 5. - revision report, (B)(6) 2019: intraoperative diagnosis: ceramic head fracture condition after htep right treatment: cup and head replacement and trochanter cerclage indication: condition 8 years after htep right. Patient was many years without complications. Two months ago, while sitting and stooping down, sudden hit to the hip. Since the event recurrent and reproducible klack upon hip flexion. Radiologically, no indication of an implant luxation. Due to increased values of infection temporary antibiosis (ciproxin). The MRI showed a fluid collection around the neck of the prosthesis. Puncture showed metallic fluid and negative bacteriology. Indication for revision is given. Description of procedure: opening of old scar. Tissue without indication of infection. Upon opening of the joint capsule secretion of metallic fluid. Tissue does not seem inflamed. Luxation of the head prosthesis. A horizontal fracture of the head prosthesis at the height of the end of the taper, like a lid which can be removed. Following, the rest of the head prosthesis sits like a ring around the stem taper. The head ring can neither be removed with the removal tool nor with the chisel. It had to be smashed to remove it. Removal of the cup. Removal of the inlay, which is completely worn off dorsally and also the cup is worn off in this area. The taper explains the extended metallosis due to recurrent subluxation and rubbing in the dorsal area of the cup. Curettage of the cup, resection of altered soft tissue and cleaning of a pocket filled with metallic fluid. Fissure at the trochanter major. The stem has a firm seat and cannot be removed. The taper is in terms of its form intact, therefore, the stem remains in situ. Insertion of a new cup and head. - patient data: e.w., female, born 23, april 1943, 176cm, 74kg, bmi: 23.9 product evaluation: - visual examination: the allofit shell, the durasul alpha liner and one fracture fragment of the sulox head were returned for examination. Allofit shell: ref# 4243, lot# 2587974 on the anchoring surface of the shell some bone attachments can be found. The inner surface of the shell including the region of the snap fit is no longer in its original condition, as almost the entire surface is polished to various degree. Further, damage in form of scratches and nicks, most probably deriving from the revision surgery, can be observed on the anchoring as well as on the inner surface of the shell's rim. Durasul alpha liner: ref# 01.00013.407, lot# 2584739: the backside of the insert has a slight matt appearance due to abrasion. There are two approximately 20 mm long grooves from the spikes of the shell appearing dark stained due to the metallic wear particles. The pole peg is slightly damaged. The entire articulation surface of the liner exhibits a rough abraded appearance. Further, on one side the polyethylene thickness is gradually reduced from the pole towards the rim where it is entirely broken through. Inspection of the articulation side with the low power microscope (leica mz16 a, eq-ID: wnt-03-rsr-540-151663) revealed the presence of ceramic particles of different sizes embedded in the polyethylene. Sulox head: re# 17.32.06, lot# 2579630: only the pole region of the fractured ceramic head has been returned. On both sides of the fracture fragment various metallic smearing can be observed. The articulation surface of the head fragment appears matt. On the inner surface of the fracture fragment, the proximal region of the taper is visible, on which some dried organic deposits can be found. As the fracture surface is polished an analysis of the fracture surface could not be performed. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - DHR review: review of the device history records of the sulox head, the durasul alpha liner, the allofit shell and the avenir stem identified no deviations or anomalies during manufacturing. Conclusion: it was reported that 8 years after the right htep the patient experienced a hit in the right hip while sitting and stooping down. Since the event the patient had a recurrent and reproducible clacking noise upon hip flexion. During revision surgery it was found that the implanted sulox head fractured in the upper third of the head. Further, the durasul liner and the allofit shell were worn. Therefore, replacement of the shell, the liner and the head was performed. Based on the received x-ray, showing the condition after the implantation in 2011 the inclination angle was assessed as 54.5°, which is higher than the recommended inclination angle of 40° - 45° stated within the surgical technique which was valid at the time of implantation. During revision surgery the sulox head was found fractured, which confirms with the visual examination of the retrievals. As only one head fragment was returned, the condition of the remaining fracture fragment(s) remains unknown. Therefore, the nature of the fracture and its origin could not be determined. The ceramic particles embedded within the polyethylene liner indicate that the sulox head was worn down releasing tiny ceramic particles which were embedded within the articulation surface of the liner. Based on the extensive abrasion of the polyethylene liner towards the rim, it can be assumed that ceramic fracture fragments and possibly the uncovered stem taper were rubbing against the polyethylene. It can be assumed that the found metallic particles embedded within the polyethylene liner and within body fluids and the surrounding tissue, as described within the revision report, were released due to direct contact of ceramic fracture fragments with the shell and possibly with the stem taper. However, as the stem remained in situ, a visual examination of the stem could not be performed. The backside of the insert showed grooves from the shell¿s spikes indicating movements between the shell and the insert. If the movements occurred before or after the fracture remains unknown. The quality records of the sulox head, the durasul alpha liner, the allofit shell and the avenir stem show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, based on the investigation the reported event can be confirmed. It remains unknown at which point in time the sulox head fractured. It is possible that additional factors such as implant positioning and preparation of the stem and the head taper prior to head mounting and other factors contributed to the head fracture. Nevertheless, as the cause may be multifactorial, an exact root cause could not be found. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical product durasul, alpha insert, gg/32; ref#: 01.00013.407; lot#: 2590600. Allofit alloclassic, shell with polar screw plug, uncemented, 48/gg; ref#: 4243; lot#: 2590237. Therapy date: (B)(6) 2019. The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture.